Event description:
During a rotator cuff repair utilizing the healicoil sa pk 4.5mm w/2 ub-bl, cbrd bl it was reported that the threads broke and anchor pulled out. The hole was left empty and the case was completed with a competitor¿s device. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).